Event description:
Caller tested 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.